Event description:
As reported by edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During valve deployment the 26mm commander delivery system balloon ruptured at the narrow calcified stj the end of valve deployment. The balloon rupture caused the balloon to "umbrella" and there were difficulties during withdrawal. Operators removed the 14f esheath plus from the patient, then removed the delivery system unprotected through the femoral anatomy. They immediately put in a 16f esheath plus, and the patient was stable without major bleeding. The team was worried the valve was under expanded and post dilation with a second 26mm commander delivery system with nominal was performed. The second commander delivery system balloon had a pinhole leak. This 2nd commander delivery system was easily retrieved through the 16f esheath. The patient was stable at the end of the case without major bleeding. The 16f esheath was left in the patients right femoral artery and transported to the or for a vascular/surgical repair. Additional information: common iliac dissection from removal of balloon. Sheath was split at the tip.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-09890 for the commander delivery system with injury. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided for review. The 3mensio imagery was provided and the following was noted: patients right access vessel had presence of tortuosity, calcification, and undersized vessel diameter. The 14f esheath+ is indicated for use with vessel diameters greater or equal to 5.5mm. The reported event was unable to be confirmed due to unavailability of relevant imagery/returned device. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history were unable to be performed as no lot information was provided. A review of IFU/training materials revealed no deficiencies. Per review of the provided 3mensio report, patients access vessel had presence of tortuosity and undersized vessel diameters as well as calcification, notably near femoral bifurcation. In this case, the balloon of the associated delivery system burst. It is likely that the altered balloon profile interacted with the sheath distal tip, causing the reported distal tip split. Additionally, calcification and tortuosity can subject the sheath to suboptimal angles during withdrawal that can lead to non coaxial alignment and increase interactions between the devices and access vessel, which may lead to the reported distal tip split. An inadequate or constrained patient access site can also increase interactions between the devices and access vessel. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) and/or patient factors (calcification, tortuosity, undersized vessels) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.